Event description:
The pt would have a muscle spasm when generator was activated. This occurred with 2 different pts. Each case was completed by using an alternate device. No pt consequence reported. [Per phone conversation with the rep, she is reporting 4 other separate same issues with this generator. Also see: mdrs 1221934-2005-00050/00051/00053 & 00054].